Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07555. It was reported surgery on (B)(6) 2023 was abandoned due to blood-like fluid coming back through the implantation needle. Additionally, patient had to be intubated due to too much movement during the procedure.